Manufacturer narrative:
A ge representative evaluated the system and replaced the cpu battery. The system operates as intended.

Event description:
It was reported that the system would not complete boot up. No patient injury was reported.